Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event of cardiac arrest could not be conclusively established through this evaluation. Review of the submitted log files confirmed multiple low flow hazard and driveline disconnect alarms; however, a specific cause for these alarms could not be conclusively established. It was reported that the patient was found down with active alarms. It was unknown what type of alarms were active at this time. The patient subsequently presented to the emergency department in cardiac arrest at 00:50 on (B)(6) 2026. The patient ultimately expired at 01:27 on the same day. The system controller event log file contained relevant events from (B)(6) 2026, per the timestamps. Multiple low flow hazard alarms were observed on (B)(6) 2026. Following 23:42:11 on (B)(6) 2026, the majority of these alarms were manually silenced. One of these alarms started at 00:18:36 on (B)(6) 2026 and continued until a driveline disconnect alarm was captured approximately 30 minutes later, just prior to the patient's reported emergency department arrival time. Within the following 30 minutes, the driveline was reconnected and disconnected multiple times while there was no external power connected to the controller. The pump did not start following driveline connections in this timeframe, per design, due to controller backup battery being the only power source. Approximately 1 hour after the reported time of death, external power was connected to the controller and the pump subsequently ramped up to the set speed without issue. Approximately 1.5 hours later, an intentional pump stop event was captured, consistent with the removal of device support following the patient's death. No other notable events or alarms were captured. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. Heartmate 3 lvas, serial number (B)(6) was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. D, and the heartmate 3 lvas patient handbook, rev. A, are currently available. Chapter 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas. This chapter also addresses all pump parameters, including pump flow. Chapter 2 of the IFU, "system operations" (under "system controller warnings and cautions"), states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, chapter 2, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Chapter 4 of the IFU, "heartmate touch¿ communication system", describes pump flow and hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This chapter also explains that changes in patient condition can result in low flow. Chapter 4 of the IFU, "heartmate touch¿ communication system", states that the pump will not start if the only power source is the system controller backup battery. Chapter 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for the patient who was in the emergency department at 00:50 with cardiac arrest on (B)(6) 2026 after being found down with active alarms. The event log file earliest recorded data was from 02apr2026 at 23:34:52. At 23:42:11, a low flow alarm flag was activated. At 23:47:32, the patient switched from battery power to patient power module (ppm) power. Power module appeared to be unplugged and running on ppm backup battery. At 23:48:20, external power was restored to the power module. No active alarms on system controller. Recorded calculated average flow value was 2.9 lpms at this time. On 03apr2026 at 0:00:03 - 0:18:18 there were intermittent low flow alarms occurred during this period. Silence_alarm_button_pressed events were recorded shortly after each alarm. At 0:18:36 - 0:46:17, the low flow alarm become more persistent as recorded calculated average flow values remain less than 2.5 lpms. Nineteen silence_alarm_button_pressed events were recorded during this period. At 0:47:04, system controller external power was disconnected. Pump speed was maintained by the controller¿s emergency backup battery. At 0:47:34, a driveline disconnect event is recorded followed by a pump stop. The patient passed away on (B)(6) 2026 at 01:27.